Event description:
Related manufacturer reference number: (B)(4). It was reported that the patient presented in the clinic. Upon interrogation, the right ventricular (rv) lead exhibited loss of capture, and the atrial lead exhibited intermittent loss of capture. Programming changes were made. The patient was stable throughout.